Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient¿s lead was repositioned on (B)(6) and now the stimulation was not working. The leads had to be revised because it was causing him a lot of problems. Since the revision he has had to increase to 4 something in order to feel a little buzz and the left side was not even working. The left side was working prior to the revision a week ago. The patient thought ¿it¿s crazy to go over 4v¿. He would like to have his device checked. It was reported on (B)(6) 2013 that the patient still had concerns regarding his device or therapy but was working with his doctor or company representative. There was not much help available. It was unknown why it hurts his stomach. Additional information has been requested.